Event description:
The hcp reported the pt had a catheter dye study done in 2004. The catheter was reprimed after the procedure and the pt experienced return of spasticity. They realized the catheter was not filled so, 2 days later, they reprimed it with a 150mcg bolus of the 2000mcg/ml drug to fill the catheter and an additional 50mcg bolus. The pt became overdosed and was obtunded, but was able to be aroused with aggressive stimulation. The pt was not intubated. The pt was treated with physostigmine and was reported to be currently responsive. A follow up report will be sent when additional info is received.